Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 91 mg/dl, and the meter bg reading was 465 mg/dl resulting in suspension of the customer's basal deliveries. Customer experienced a bg level of 465 mg/dl, diabetic ketoacidosis (dka), chest pains, nausea vomiting, a 6.2 potassium level and high levels of lactic acid resulting in a visit to the emergency room (ER) and a subsequent hospitalization. Customer was treated with intravenous insulin. Customer was discharged the following day with no permanent damage. A replacement sensor was sent to the customer.